Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual priming process. The customer's blood glucose was unknown. The drive support cap was normal. The customer had tried different infusion sets. The insulin pump was neither dropped nor bumped and was not exposed to water. The discontinuation of the device was advised. Nothing further was reported.